Manufacturer narrative:
The affected set was functionally tested by becton dickinson and no failure was found.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00292).

Manufacturer narrative:
The received device is being sent to the contract supplier for investigation. Zyno medical is meanwhile actively following up with the customer regarding the nature this complaint.

Event description:
Zyno medical received the device from the user on (B)(4) 2017. The customer service representative at zyno medical contacted the user on (B)(4) 2017 and the user reported that this device was the affected device from MDR 3006575795-2017-00268 (B)(4). Zyno medical communicated with the user stating that the device received was a used secondary administration set. This secondary set was connected to a solution bag of 0.9% sodium chloride with diphenhydramine while also connecting to a primary administration set with a solution bag of 5% dextrose solution bag. Neither of the received administration sets matches the description of the affected device in complaint (B)(4). Zyno medical is still in the process of contacting the customer regarding the complaint nature of the received device. No patient injury or harm was reported and no event date was provided by the user.